Event description:
The manufacturer received information alleging a ventilator's oxygen delivery system did not function. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen delivery system did not function. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's oxygen blending module board and system board were replaced to address the issue.